Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A possible device malfunction was reported. Additional details regarding this complaint have been requested. A specific incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. As per information from the field, the patient has infantile cerebral paralysis and cannot control his movements. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
A possible device malfunction was reported. The patient was re-implanted.

Manufacturer narrative:
According to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
.A possible device malfunction was reported.